Event description:
An eon ipg spinal cord stimulator generator implant was inserted on (B)(6) 2012. On (B)(6) 2012, upon recharging the unit, client experienced pain and a burning sensation at the implant site. The client immediately stopped the recharging process at that time. On (B)(6) 2012, the client tried to recharge the unit once again and she immediately felt a burning discomfort at the implant site. She stopped the charge and reported to the surgeon's office. A company representative from st. Judes got in contact with the pt and provided her with a new charging unit on (B)(6) 2012. The pt proceeded to recharge on this date, however, this time the pt experienced severe pain with charging. Pt is scheduled to have the generator removed on (B)(6) 2012. Diagnosis or reason for use: rsd - used for pain relief.